Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the operating room, the metal tip of the 10cc glass syringe had broken off. As a result, they grabbed another 10cc syringe from there stock to complete the procedure. There was not delay in treatment. No complications or death occurred to the pt.